Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error alarm. The customer¿s blood glucose level was 204 mg/dl. The customer reported that they received x on the top of screen and book. It was reported that they had insulin flow block alarm and working fine. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was received with critical pump error device alarm during testing due to moisture damage on electronic assembly.